Event description:
As reported by an edwards lifesciences filed clinical specialist, approximately 8 years and 9 months post implantation of a 26mm sapien 3 valve in the aortic position, a valve in valve is to be performed. Per medical records review, the patient was seen for a follow- up office visit for fatigue and dyspnea on exertion. An echocardiogram was performed and showed an aortic valve prosthesis, not well visualized, peak aortic valve gradient of 42.5mmhg and a mean gradient of 25mmhg. The report noted that the gradient is above the expected range and had increased since a prior study from (B)(6) 2023. A CT scan approximately 3 weeks later (B)(6) 2025 and showed calcifications of the noncoronary and left leaflets which are fixed in position. The right leaflet opens normally and forms an eccentric severely stenotic orifice. The valve orifice was recorded as 0.7 cm2.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors (aortic stenosis, obesity, diabetes) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5, g3, g6, h2 have been updated.

Event description:
Additional information: valve in valve with a 26mm sapien 3 ultra resilia valve was performed successfully.